Event description:
Describe event or problem: cracked luer hub.

Manufacturer narrative:
Event: the report from the field indicated that the luer hub on the cypher stent delivery system was cracked and leaked fluid. The product was used in the pt; however, there was no patient injury. The product was not returned for analysis. Add'l info: due to administrative oversight this file was initially determined to be a not reportable malfunction. Upon review, the determination has been changed to a reportable malfunction due to the fact that the potential for injury, as a result of a recurrence of the malfunction, is not remote. Please note that due to the age of this complaint, the user facility has no recollection of this event; therefore, no further information regarding the event is forthcoming. Catalog & lot history review: this is the first complaint for broken luer hub reported for this sterile lot number to date, and one of three events of this type reported for this catalog number within the three months prior to the alert date. Conclusion: the exact cause for the reported broken luer hub could not be determined. Clinical impression: the reported complaint involves hub cracking and leakage of the sds of a cypher stent. With such limited info available, it is not possible to drawn a clinical conclusion between the cypher stent and the reported event.